Event description:
Healthcare professional reported 1-2 hours after injection with one syringe of juvederm ultra xc in the nasolabial folds and oral commissures, the patient experienced "left side facial swelling" in the nasolabial fold. Numbness was also reported in the lips. The healthcare professional instructed the patient to take oral benadryl and provided the patient with keflex. The symptoms resolved within a week of onset.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and numbness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specs. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported events as follows: warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and last ¡ü 7 days' duration. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were rec'd from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports rec'd globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently ben reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month.